Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy (normal saline running at 20 mls/hr). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the reported false upstream occlusion alarms, which were not reproduced. The false messages were confirmed through review of the event history log and were found to be caused by low ultrasonic readings with a fluid filled set. Low readings can make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.